Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date and update device information with the lot number, expiration date, UDI number, and provide the device manufacture date. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the patient sex in section and provide additional event information in section.

Event description:
Additional information was received on december 11, 2018. The procedure being performed was a lhc (left heart cath) with angioplasty. A 6fr procedural sheath was used prior to the angio-seal. A pre-deployment angiogram was performed. The patient bucked during device deployment.

Manufacturer narrative:
One 6fr angio-seal evolution device along with the plastic header bag was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The tamper tube was slightly exposed. The compressed collagen and suture hung from the distal tip of the carrier tube. The anchor could not be located indicating it might have detached from the suture/collagen. The device was in full rear lock position, and both colored bands were visible on the deployment sleeve. No other accessory components were returned. Visual inspection was performed and no deformation or damage was noted. Functional testing was performed. Upon receipt, the button of the device was hard. The button was pressed, and the suture unwound as intended. Then the device gear box was examined by opening the handle set and the gear teeth were checked for proper mating and alignment. No anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. However, based on the investigation results the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that when the physician went to deploy the angio-seal device, they reported that the entire device came out. Pressure was held for hemostasis. Blood loss was reported to be less than 250cc. The patient is stable. The procedure was completed with manual compression.